Event description:
According to the provided information, a total of 11 patients who have had a flexible ureteroscopy for kidney stone removal have developed a urinary tract infection post procedure with the same strain of pseudomonas aeruginosa. Four patients have had their samples typed using vntr which shows they are indistinguishable. The scopes have been reprocessed a in an automated endoscope washer disinfector. It is not clear where the source of the infection originates.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The device was not available for analysis. Lack of sterility is always a reprocessing issue, as contamination happens during use. Independent from that, in the incident description, there is the information about a disinfector. The procedure of a kidney stone removal is located in the sterile area of the patient and would require a sterile endoscope. A disinfector doesn't create sterility. Detailed re-processing instructions are already included in the IFU. We would like to remind that even if the process given there is followed, it needs to be validated on the equipment present. The event is filed under internal karl storz complaint ID (B)(4).